Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all of the pyxis machines were down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to a temporary downtime on the application server. A technical support specialist worked on the application server running es 1.7.3, verified server downtime, and confirmed that messages were current. The specialist checked the facility ID (B)(6) in remote smart service, confirmed all devices were active and communicating, and verified that no station was in critical override. The customer confirmed the issue was resolved, and permission was given to close the ticket. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all of the pyxis machines were down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.